Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as manipulation by the patient and family. The same day as the event onset, the patient was hospitalized and treated with cefazolin (1g, intravenous, at hospital) for the event. The patient was discharged to continue medical treatment with cefazolin (1g, intraperitoneal, at home) for the event (12 days after the first peritonitis episode); however, the symptoms did not improve with medical treatment. The patient was hospitalized again due to refractory peritonitis (20 days after the first peritonitis episode). The pd catheter was removed and pd therapy was discontinued (23 days after the first peritonitis episode). At the time of this report, the patient symptoms improved and the patient was recovering from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.